Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure took place in 2007, during which a xience v stent was deployed in the mid rca. Predilatation was performed prior to stenting. 2009, the patient was experiencing chest pain or angina equivalent, shortness of breath and the patient was rehospitalized. Diagnostic coronary angiography was performed and revascularization was performed on the target lesion, the mid rca with the placement of a xience v des stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Stenosis and angina, as noted in the xience IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality issue. Possibly the angina and dyspnea were secondary effects of the stenosis, which required hospitalization and treatment via revascularization with the placement of another xience stent. A conclusive cause for the reported patient effects and the relationship to the products cannot be determined, and there does not appear to be an indication of a lot specific product quality deficiency.